Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 with a blood glucose level of 307 mg/dl. Customer had nausea and was vomiting. Customer also had diabetic ketoacidosis. Customer is still wearing the insulin pump. The nurse from the emergency room called for assistance with retrieving the customer's settings. No further assistance needed.